Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced "increased pain levels". They were unable to aspirate the catheter. It was later reported that they were not able to "aspirate the catheter when disconnected from pump". The pump was changed and a new catheter was placed with the pump. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Catheter: model 8703w, lot# l51797, implanted: (B)(6) 1999, explanted: (B)(6) 2011, connector: model# 8575, lot# j0326412r, implanted: (B)(6) 2003, explanted: (B)(6) 2011.